Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian 3 link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device was also programmed with test glucose meter. Device communicated and recorded the value properly from glucose meter. Programmed a remote two unit bolus, transmitted to the pump, and the insulin pump delivered the bolus properly. Device sensor feature and blood glucose meter connection are working properly. No communication anomalies were noted. Sensor started.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that they experienced a high blood glucose level of above 600 mg/dl. The customer was treated with manual injection. The customer was hospitalized due to surgery on leg. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.